Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device was working intermittently (failed functional test). During service/repair, it was observed that the electronic control unit (ecu) was damaged, and the turning ring and coupling cone had corrosion in them. It was further determined that the gear components had contaminated grease on them, and the motor was running roughly. It was further determined that the device failed for mode switch test assessment. It was further determined that the issues were consistent with normal wear and improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/drill device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was working intermittently (failed functional test). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.